Event description:
It was reported that during a hip revision surgery, a hair was found in the sterile packaging upon opening the liner component packaging. There was no reported harm or injury to the patient. Attempts were made and additional information is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by the customer. The DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returning to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported upon opening the sterile polyethylene liner, a hair was on the plastic. Attempts were made to obtain additional information; however, none was available.